Manufacturer narrative:
H11: the device was received for evaluation. The machine underwent functional testing and the reported problem "se 21502" was not able to be reproduced. During the event history log review, the ¿flange sensor failure" message was found. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the front panel assembly having impact damage to the lower right side of the panel and the top case half had a piece chipped off from where the enclosures meet to seal the case. The mechanism and flange assembly, rubber foot, front panel assembly, front panel gasket, perimeter gasket required replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr alarmed system error 21502 (flange sensor failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.